Event description:
Chest pain [chest pain]. Vomited and couldn't eat [vomiting] constipated for days [constipation]. Lost weight [weight decreased]. Got weak [asthenia] device misuse (uses fixodent sometimes 1-2 times per day) [device misuse]. Was dizzy a lot [dizziness]. Case description: a consumer reported that their elderly mother, (B)(6), used fixodent denture adhesive, extra hold powder 1 applic, sometimes 1-2 /day since she was in her 40s (device misuse) and reported the following: experienced chest pain, vomited and couldn't eat, was constipated for days, lost weight, and became weak. Her mother was sick enough to be admitted to the hosp for one week in (B)(6) 2010. She was given lots of unspecified tests but they could not figure out what was wrong with her; her zinc levels were not checked. She has been sick periodically since being released from the hosp but it seems to be getting worse. The case outcome was unk. Concomitant medications included: antihypertensives, vitamins, and she just starting taking thyroid therapy. No further info was provided. On (B)(6) 2011 update: details revealed in a review of the initial contact on (B)(6) 2011: the consumer reported that her mother had been using some form of fixodent on her dentures for a long time, since having her teeth pulled. She would be dizzy a lot, get sick; she experienced little symptoms at first but those symptoms lead to her getting sicker, losing a lot of weight and being hospitalized. No further info was provided.

Manufacturer narrative:
Lot number was provided by consumer however product return has not been requested as case concerns long-term product usage therefore unable to proceed with batch retain testing or product investigation.